Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) assisted pharmacy in checking the system and restoring the addition back online. The fse advised involving hospital it to verify the network port and cable. The system functioned as intended after the hospital it resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user informed device disconnected icon remained on the screen and does not clear even after the system was rebooted. The customer also noted that the machine had been running very slowly and was unable to recognize the user fingerprint. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.